Event description:
Boston scientific crm received information that the patient implanted with this product had a pleural effusion due to an infection. No further adverse patient effects were observed.

Manufacturer narrative:
The available information suggests the product remains in service with no additional complications. No further information is available. This report will be updated if more information becomes available.